Manufacturer narrative:
(B) (4). The instrument was returned to the manufacturer for evaluation. Visual macroscopic exam shows that the tip of the static shaft is broken from both ends. The pin and lower jaw are missing. Excessive force applied to the instrument may cause this tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the micropituitary was broken. No patient complications were reported.